Event description:
It was reported that the insulin pump is not delivering insulin. The insulin pump does not alarm, this has happened multiple times. The infusion set cannula was bent. The blood glucose reading is 200 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.